Event description:
User facility had two experienced registered nurses (rns) attempting to place an IV in a patient. Each rn tried twice. They described the needle seemed dull and difficult to pierce the skin. They noticed the four needles were from the same lot # and found a catheter from another lot number and it worked as it was supposed to.